Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up properly. Review of the system log file showed that the logging was missing for certain timeframe which shows that the system was unable to boot to the application. During troubleshooting, the fse found that the software on the suite pc was affected. The fse reinstalled the suite pc software. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot to the application. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
A remote service engineer (rse) evaluated the system remotely and confirmed the system did not complete the boot up process after power testing by the hospital cut power to the system. A field service engineer (fse) inspected the system on-site and determined the suite pc software was impacted by the power testing, causing the application to not complete startup. The fse re-installed the suite pc software and performed functional tests to resolve the issue. After re-installing the suite pc software, the system was returned in good working condition and was ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.